Event description:
An angio-seal device was deployed in the right leg of a patient who was then discharged the same day. Later that evening, the patient presented to the emergency department with a large hematoma, groin swelling, and pain. Ultrasound confirmed a hematoma, and the patient was admitted for 23 hour observation and then discharged. A week later, the patient presented back to the emergency department with coldness, numbness, tingling, and foot pain. A hematoma and lymph node enlargement in the groin were noted. Two and a half weeks later, the patient was still experiencing pain in the groin, swelling, right foot pain as if collapsing upon standing, numbness, tingling, coldness down the right leg, and a new symptom of coldness and numbness in the right arm.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device patient's information guide, which the patient is instructed to carry with them for 90 days states some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced the patient is to contact their physician immediately at the number listed on their patient information card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.